Event description:
It was reported that during photoselective vaporization of the prostate, there was no aiming beam at the tip of the fiber, the beam showed up about a foot from where the fiber was plugged into the console. The procedure was successfully completed with a second fiber, without injuries to the patient.